Event description:
It was reported that during a clinic visit, a lead safety switch (lss) was found to have been triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances, myopotential oversensing noise and pacing inhibition. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts confirmed that the lss switched the rv lead sensing configurations from bipolar to unipolar due to an abrupt increase in the rv lead pacing impedance measurements that measured to be greater than 2000 ohms. Ts also noted that the unipolar sensing configurations, may have led to myopotential oversensing and pacing inhibition. Ts discussed programming options with the hcp. The hcp stated that the physican plans on scheduling a lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, a lead safety switch (lss) was found to have been triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances, myopotential oversensing noise and pacing inhibition. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts confirmed that the lss switched the rv lead sensing configurations from bipolar to unipolar due to an abrupt increase in the rv lead pacing impedance measurements that measured to be greater than 2000 ohms. Ts also noted that the unipolar sensing configurations, may have led to myopotential oversensing and pacing inhibition. Ts discussed programming options with the hcp. The hcp stated that the physician plans on scheduling a lead revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision procedure was performed because the physician believed that the right ventricular (rv) lead had a fracture. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.